Manufacturer narrative:
One medfusion 3500 pump was returned for analysis. The top case was cracked in the front. The right plunger case was also cracked along with the battery door and left plunger case. The pump was evaluated by performing start up and the issue was duplicated. The main board no longer operates properly as a result of normal wear. Pump is over 10 years old. Replaced main board and that cleared up the problem. The issue was due to normal wear. The main board was replaced to resolve the issue along with replacing the old motor mount, worm coupling, lead screw, clutch spring and both clutch halves due to normal wear.

Event description:
Information was received indicating that the smiths medfusion 3500 syringe pump displayed a voltage background issue.there were no adverse events reported.